Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for complex regional pain syndrome. The hcp reported that the patient¿s device had become infected and was explanted. The patient had a new system implanted. No further complications were reported or anticipated.